Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother was reported via phone call that the customer received with multiple insulin pump errors also. Blood glucose was unknown at the time of the incident. Customer states the insulin pump is not working right. Last night the blood glucose was 53 mg/dl. Customer was unable to complete pump rewind. Customer advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, low battery alert and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alert and power loss alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. No pump error 23, pump error 49 or pump error 68 noted during testing. Unit received with faded serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.